Event description:
Information identified in the manufacture's study data base indicated the patient died approximately two months post the implantable cardiac defibrillator (ICD). A cause of death has been requested and not received. According to study investigators the patient was lost to follow up and no information is known regarding the patient.

Manufacturer narrative:
This model number d354trg is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The lead model 6947, serial number (B)(4) in the initial timely medwatch report was not complete. The serial number was missing a letter in the suffix. The correction has been made and is reflected in the supplemental. This model number (B)(4) is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.